Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed. The physician elected to take no action, and the patient will continue to be monitored.